Event description:
Pump reported to be set at 10 ml/hr with a 1000 ml bag of lactated ringers early in the day shift. When the night shift took over, the pump was found to be running at 200 ml/hr around 10:30 to 11:00 p.m. No pt injury resulted.